Manufacturer narrative:
One confidence intro needle side 13g 4inch (B)(4) was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the needle¿s distal tip. The fractured tip was not provided for analysis. Additionally, there was a substance within the cannulation which appears to be bone or bone cement remnants. The fracture analysis report for the fractured needle tip revealed deformation consistent with a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the broken confidence needle cannot be positively determined. However, the fracture analysis report for the fractured needle tip revealed deformation consistent with a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Via phone call: tip of the needle broke-off. Complaint form: procedure was a vertebroplasty and kyphoplasty at l1 & l2. Two (2) confidence side-hole (13g x 4 in) needles were placed at l1, and (2) kyphoplasty needles (10g) placed at l2. Cement was mixed and delivered into l2. Cement was delivered into one confidence needle before determining another confidence cement kit would need to be mixed to complete the procedure because the cement was starting to become more viscous. Surgeon 'plunged the confidence needle to insure no cement trail left behind when removing the needle. As he plunged, the tip of the confidence introducer needle broke off in the vertebrae. A second cement was mixed and injected in the other side. The needle tip is in the vertebrae and surrounded by bone cement. The needles are being returned. Unable to determine which needle was attached to which lot number so both are recorded.